Event description:
Pt had removal of right subclavian lifeport venous access system upon completion of chemotherapy program. The physician noted linear fractures on both sides of the catheter at its midpoint.